Event description:
Head came off screw during case.

Manufacturer narrative:
The investigation revealed that too high torsional and tensile forces, whereas the torsional forces prevailed, acted on the screw and led to the failure in forced rupture mode during the insertion. Indication for material or manufacturing related problems were not found in this investigation. Based on statistical evaluation, no indication was found for any device related issue.